Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a fall with laceration on their head. When the patient got to the hospital, the lead was accidentally pulled/displaced under the scalp. The healthcare provider (hcp) was hoping to find a way to turn that side off and still have therapy on the other side. It was reviewed the patient programmer (pp) can only turn off for both sides, however, therapy can be turned down to zero if the patient has that option.